Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip xtr clip delivery system (cds) was advanced to the mitral valve. The clip was able to grasp the leaflets and was deployed without issue. After clip deployment, it was noted that the mean pressure gradient had increased from baseline of 6 mmhg to 8 mmhg. Beta blockers were administered and the mean pressure gradient was reduced to 6 mmhg. The patient will remain on beta blockers to control the mitral stenosis. The mr was reduced from grade 4 to grade 1. No additional intervention was performed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation and there was no reported device malfunction associated with the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.